Manufacturer narrative:
Age at time of event- 18 years or older. The device was returned for analysis. A delivery wire, coil, introducer sheath and a non-bsc catheter were returned for this complaint. The coil and delivery wire arms were not interlocked. The twist lock of the introducer sheath had been opened, kinked and stretched. The delivery wire was inspected and no anomalies were noted. The coil was inspected and it was found kinked and stretched near the zap tip and along the coil. Many of the fiber bundles were detached. Microscopic inspection of the delivery wire was performed and observed that the zap tip has a smooth surface. The interlocking arm was inspected and no anomalies was noted. Microscopic inspection of the main coil was performed and observed that the zap tip has a smooth surface. The interlocking arm was inspected and no anomalies was noted. The main coil was found kinked and stretched near the zap tip and along the coil. Many of the fiber bundles were detached. Dimensional inspection of the delivery wire that could be measured were performed and were within specification. Dimensional inspection of the zap tip outer diameter (od) and primary coil od was performed and were within specifications. However, there were missing no. Of distal fiber bundles and proximal fiber bundles.

Event description:
Reportable based on device analysis completed on 25jun2019. It was reported that resistance was felt and the coil became stuck in the catheter. The target lesion was located in the internal iliac artery. An 8mm interlock-35 was selected for use. During procedure, embolization was performed on each of the upper and lower inguinal artery. The procedure was performed under continuous reflux but severe resistance was felt immediately after coil delivery. Subsequently, the coil got stuck in the catheter and was removed together with the delivery wire. A different coil was then used but the same issue occurred and was not resolved. However, device analysis revealed missing coil fiber bundles.